Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. The reported chikai black guide wire was returned for evaluation. The outermost polymer jacket of the returned chikai black guide wire was found stretched and torn at approximately 25mm from the tip. The stretched inner and outer coils were exposed at approximately 25mm-45mm from the tip due to tearing of the polymer jacket. The ball tip was found attached on the very distal end of the chikai black guide wire, indicating that the coils remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tearing of the polymer jacket of the returned chikai black guide wire. The applied stress would localize and therefore exceed the product design limit due to increased resistance with the concomitantly-used microcatheter, tearing the polymer jacket that was stretched along with the coils. The wire tip and/or the concomitant microcatheter was likely deformed by tortuous anatomy and thus deteriorating lubrication properties of either device and increasing resistance between the two devices. It was concluded that this event was not attributed to product quality. Although no adverse patient effects occurred, it was unable to completely rule out a possibility that fragmented polymer jacket might be left in the patient because of the severity of damage. No CAPA will be taken. Instructions for use (IFU) states: [indications for use]: this guide wire is intended for use only in the neuro vasculature. [Precautions]: if the guide wire meets resistance with the device used with the guide wire, do not apply an excessive force. If there is abnormal resistance, remove the whole system from the patient's body, and check the cause of the resistance. [Malfunction and adverse effects]: coming off of coating.

Event description:
It was reported that a transcatheter arterial embolization (tae) was performed to treat the tortuous pulmonary artery. When an asahi chikai black guide wire was used with a non-asahi microcatheter, resistance was met between the two devices. Upon removal of the chikai black guide wire, the polymer jacket of the guide wire was found peeled. No additional action was taken against this event. The guide wire was then replaced to resume the procedure. The intended treatment was successfully completed. There were no adverse patient effects associated with this event. The patient was reportedly fine without problem after the procedure.